Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition that the device was bad was confirmed. An assessment was performed, and it was observed that the impactor device worked intermittently with a fully charged battery. The rear housing was removed, and no wiring issue found. A leak test was performed and signs of leaks at the glam cap were detected. The glam cap and lock collar were removed. Implemented leak test again and leaks were observed around two of the four front-can sealing screws. The screws were removed to ensure the orange o-ring and loctite was present. The hole chamber was found to be inconsistent. The rear can was removed and there were signs of fluid on the pcba board. The motor was removed and tested and was found to be unable to run against resistance. The motor was opened, and it was found that the magnets were rusted and not secured to the drive shaft. It was determined that the cause for the found defect, leaks around two of the four front can sealing screws is due to leaks around two of the four front can sealing screws is a confirmed manufacturing issue, this also caused the motor magnets to become rusted and not secured to the drive. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Event description:
It was reported that the impactor device was bad. During in-house engineering evaluation it was observed that the impactor device had leaks around two of the four front-can sealing screws. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.